Event description:
It was reported by the affiliate that (1) mcs20 was used during a vascular procedure. It was reported by the affiliate that only two clips delivered. Another instrument was opened to complete the case. No adverse pt outcome.